Event description:
Reference importer report # (B)(4).

Manufacturer narrative:
Device was not received to perform evaluation. A trend analysis was performed and we have received 9 complaints for this failure mode in the last 3 years. None of the complaints were confirmed. Our manufacturer checked relevant batch records and retain samples for this specific lot number and no anomalies have been identified that could account for this particular failure mode (needle no longer attached when pt removes from stomach - broken needle). The retain samples were verified by breakage test, described in (B)(4). All pen needles successfully passed the test. The material used for the production of the cannula is classified as a (B)(4) series and comply with the requirements of strength and flexibility given by (B)(4). For this reason the manufacturer considered that the bending / breakage could occur during incorrect injection: angle of needle with respect to the skin, overload force applied, or reuse of the device and can exclude defects due to materials or manufacturing processes. In the absence of the faulty pieces it was not possible to carry out further analysis. Previously, internal procedures used for determining reporting requirements concluded that this complaint was not reportable.